Event description:
It was reported that during a gastric sleeve procedure, the product did not work as expected from the beginning when liberating the larger curvature (it seemed that the knife did not go back easy as expected after the forth firing). Furthermore, it was almost impossible to open the jaws after the last firing (cartridge). This issue did not have any impact on the patient and the result of the surgery. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.